Manufacturer narrative:
No product has been returned for evaluation, a review of MRI images provided confirm the alleged event. As per reporter a new larger diameter screw was placed at the s1 level and the construct was locked down. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis..." No product has been returned.

Event description:
On (B)(6) 2017 patient underwent a posterior lumbar interbody fusion procedure on l4-s1 levels. On (B)(6) 2018 a revision procedure was performed to due to loosen bilateral screws at the s1 level. The patient is reported to be doing well post revision procedure.